Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain'), genital haemorrhage ('heavy/abnormal bleeding') and device breakage ('distal 1 cm or so fragment of an essure device was identified within the tube') in an adult female patient who had essure (batch no. 50667567) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterovaginal prolapse, ectropion of cervix and intermenstrual bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches"), urinary tract disorder ("urinary/ bladder problems"), bladder disorder ("urinary/ bladder problems"), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("distal 1 cm or so fragment of an essure device was identified within the tube"). The patient was treated with surgery (curettage on (B)(6) 2015 and vaginal histerectomy on (B)(6) 2016 and iaparoscopic bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, headache, urinary tract disorder and bladder disorder had resolved. The reporter considered bladder disorder, complication of device removal, device breakage, dyspareunia, genital haemorrhage, headache, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: essure was removed on (B)(6) 2020 via salpingectomy and hysterectomy. "Any continuing symptoms? No" reported for dyspareunia, headaches, heavy/abnormal bleeding, localised pain and urinary/bladder problems (outcome of events regarded as "resolved"). According to medical records, the insertion procedure was carried out uneventfully. The patient underwent a vaginal histerectomy which the ovaries and tubes have been left in situ. It is rather unusual to not see any remnants of the essure sterilization clips. Given that the devices are correctly sited it would be expected a very small amount of the essure device to have been within the parts of the fallopian visible within the abdominal cavity· (i.e. The· pit of the tube that emanates through the muscular layer (serosal layer) of the uterus. Therefore when the clamps would have been put on the vaginal hysterectomy it may be that the remnants of the tube would not contain any residual device but it is suspected that there is a chance there may be a small remnant in either tube or possibly outside of the tube). From the histology from the vaginal hysterectomy it is difficult to ascertain what the cause of this pain is. It could be musculoskeletal, due to an ovarian cyst or due to the essure coil still being in situ. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: shows two small flecks that may represent the remnant of essure clips however it is difficult to distinguish this.. Histology - on (B)(6) 2015: as expected the residual. Distal 1 cm or so fragment of an essure device following her previous vaginal hysterectomy, was identified within the tube.; on (B)(6) 2015: curettage histology result - unremarkable - benign secretory endometrium.; on (B)(6) 2016: the histology of the uterus and cervix revealed adenomyosis with no other abnormality. Shows that only the cervix and uterus were removed.. Ultrasound scan - on (B)(6) 2013: confirmed the devices are adequately placed within the fallopian tubes. Ultrasound scan vagina - on (B)(6) 2015: no obvious abnormality was seen. X-ray of pelvis and hip - on (B)(6) 2019: no focal acute or chronic bone or joint abnormality. The radiopaque clips projected over the abdomen and pelvis.; on (B)(6) 2019: a small linear radiopacity is seen within the left pelvic rim, which would be in keeping with remnants of essure device, when compared to previous radiograph dated (B)(6) 2015. Lot number: 50667567 manufacturing date: 2012-06 expiration date: 2015-06. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, genital bleeding, dyspareunia and device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("distal 1 cm or so fragment of an essure device was identified within the tube"), embedded device ("there is 10 mm of the right insert demonstrated within the myometrium and 11 mm on the left"), pelvic pain ("localised pain") and genital haemorrhage ("heavy/abnormal bleeding") in an adult female patient who had essure inserted (lot no. 50667567) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("distal 1 cm or so fragment of an essure device was identified within the tube"). The patient had a medical history of abdominoplasty in 2008 and parity 4, joint pain, adenomyosis, irregular menstruation, backache, anxious mood, abdominoplasty, pelvic pain, vaginal discharge, per vaginal bleeding, gestational diabetes, multigravida (she has had 4 normal vaginal deliveries), intermenstrual bleeding, ectropion of cervix and uterovaginal prolapse. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), device expulsion ("there is 10 mm of the right insert demonstrated within the myometrium and 11 mm on the left"), dyspareunia ("dyspareunia"), headache ("headaches"), urinary tract disorder ("urinary/ bladder problems") and bladder disorder ("urinary/ bladder problems"). The patient was treated with surgery (iaparoscopic bilateral salpingectomy on (B)(6) 2020 and curettage on (B)(6) 2015 and vaginal hysterectomy on (B)(6) 2016). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, headache, urinary tract disorder and bladder disorder had resolved. The outcomes for device breakage, embedded device and device expulsion were unknown. The reporter considered bladder disorder, device breakage, device expulsion, dyspareunia, embedded device, genital haemorrhage, headache, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: essure was removed on (B)(6) 2020 via salpingectomy and hysterectomy. "Any continuing symptoms? No" reported for dyspareunia, headaches, heavy/abnormal bleeding, localised pain and urinary/bladder problems (outcome of events regarded as "resolved"). According to medical records, the insertion procedure was carried out uneventfully. The patient underwent a vaginal hysterectomy which the ovaries and tubes have been left in situ. It is rather unusual to not see any remnants of the essure sterilization clips. Given that the devices are correctly sited it would be expected a very small amount of the essure device to have been within the parts of the fallopian visible within the abdominal cavity· (i.e. The· pit of the tube that emanates through the muscular layer (serosal layer) of the uterus. Therefore when the clamps would have been put on the vaginal hysterectomy it may be that the remnants of the tube would not contain any residual device but it is suspected that there is a chance there may be a small remnant in either tube or possibly outside of the tube). From the histology from the vaginal hysterectomy it is difficult to ascertain what the cause of this pain is. It could be musculoskeletal, due to an ovarian cyst or due to the essure coil still being in situ. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2018: shows two small flecks that may represent the remnant of essure clips however it is difficult to distinguish this. [Histology] on (B)(6) 2015: as expected the residual. Distal 1 cm or so fragment of an essure device following her previous vaginal hysterectomy, was identified within the tube.; on (B)(6) 2015: curettage histology result - unremarkable - benign secretory endometrium.; on (B)(6) 2016: the histology of the uterus and cervix revealed adenomyosis with no other abnormality. Shows that only the cervix and uterus were removed. [Ultrasound scan] on (B)(6) 2013: confirmed the devices are adequately placed within the fallopian tubes [ultrasound scan vagina] on (B)(6) 2015: no obvious abnormality was seen [x-ray of pelvis and hip] on (B)(6) 2019: no focal acute or chronic bone or joint abnormality. The radiopaque clips projected over the abdomen and pelvis.; on (B)(6) 2019: showed flacks of remnant of essure clips; on (B)(6) 2019: a small linear radiopacity is seen within the left pelvic rim, which would be in keeping with remnants of essure device, when compared to previous radiograph dated (B)(6) 2015. Lot number: 50667567 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-nov-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain'), genital haemorrhage ('heavy/abnormal bleeding') and device breakage ('distal 1 cm or so fragment of an essure device was identified within the tube') in an adult female patient who had essure (batch no. 50667567) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterovaginal prolapse, ectropion of cervix and intermenstrual bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headaches"), urinary tract disorder ("urinary/ bladder problems"), bladder disorder ("urinary/ bladder problems"), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("distal 1 cm or so fragment of an essure device was identified within the tube"). The patient was treated with surgery (curettage on (B)(6) 2015 and vaginal histerectomy on (B)(6) 2016 and iaparoscopic bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, headache, urinary tract disorder and bladder disorder had resolved. The reporter considered bladder disorder, complication of device removal, device breakage, dyspareunia, genital haemorrhage, headache, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: essure was removed on (B)(6) 2020 via salpingectomy and hysterectomy. "Any continuing symptoms? No" reported for dyspareunia, headaches, heavy/abnormal bleeding, localised pain and urinary/bladder problems (outcome of events regarded as "resolved"). According to medical records, the insertion procedure was carried out uneventfully. The patient underwent a vaginal histerectomy which the ovaries and tubes have been left in situ. It is rather unusual to not see any remnants of the essure sterilization clips. Given that the devices are correctly sited it would be expected a very small amount of the essure device to have been within the parts of the fallopian visible within the abdominal cavity· (i.e. The· pit of the tube that emanates through the muscular layer (serosal layer) of the uterus. Therefore when the clamps would have been put on the vaginal hysterectomy it may be that the remnants of the tube would not contain any residual device but it is suspected that there is a chance there may be a small remnant in either tube or possibly outside of the tube). From the histology from the vaginal hysterectomy it is difficult to ascertain what the cause of this pain is. It could be musculoskeletal, due to an ovarian cyst or due to the essure coil still being in situ. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: shows two small flecks that may represent the remnant of essure clips however it is difficult to distinguish this.. Histology - on (B)(6) 2015: as expected the residual. Distal 1 cm or so fragment of an essure device following her previous vaginal hysterectomy, was identified within the tube.; on (B)(6) 2015: curettage histology result - unremarkable - benign secretory endometrium.; on (B)(6) 2016: the histology of the uterus and cervix revealed adenomyosis with no other abnormality. Shows that only the cervix and uterus were removed.. Ultrasound scan - on 08-may-2013: confirmed the devices are adequately placed within the fallopian tubes. Ultrasound scan vagina - on (B)(6) 2015: no obvious abnormality was seen. X-ray of pelvis and hip - on (B)(6) 2019: no focal acute or chronic bone or joint abnormality. The radiopaque clips projected over the abdomen and pelvis.; on (B)(6) 2019: a small linear radiopacity is seen within the left pelvic rim, which would be in keeping with remnants of essure device, when compared to previous radiograph dated (B)(6) 2015. Lot number: 50667567, manufacturing date: 2012-06, expiration date: 2015-06. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, genital bleeding, dyspareunia and device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: medical records received - lab data and medical history were provided. Device braeakge was added as a new event. Device removal information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("distal 1 cm or so fragment of an essure device was identified within the tube"), embedded device ("there is 10 mm of the right insert demonstrated within the myometrium and 11 mm on the left"), pelvic pain ("localised pain") and genital haemorrhage ("heavy/abnormal bleeding") in an adult female patient who had essure inserted (lot no. 50667567) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("distal 1 cm or so fragment of an essure device was identified within the tube"). The patient had a medical history of abdominoplasty in 2008 and dyspareunia, pelvic pain, parity 4, joint pain, adenomyosis, irregular menstruation, backache, anxious mood, abdominoplasty, pelvic pain, vaginal discharge, per vaginal bleeding, gestational diabetes, multigravida (she has had 4 normal vaginal deliveries), intermenstrual bleeding, ectropion of cervix and uterovaginal prolapse. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), device expulsion ("there is 10 mm of the right insert demonstrated within the myometrium and 11 mm on the left"), dyspareunia ("dyspareunia"), headache ("headaches"), urinary tract disorder ("urinary/ bladder problems"), bladder disorder ("urinary/ bladder problems"), abdominal pain lower ("pain"), device intolerance ("inability to tolerate the device"), mental disorder ("psychological issues") and abdominal distension ("bloating"). The patient was treated with surgery (iaparoscopic bilateral salpingectomy on (B)(6) 2020 and hysterectomy, iaparoscopic bilateral salpingectomy on (B)(6) 2020 and hysterectomy and curettage on (B)(6) 2015 and vaginal histerectomy on (B)(6) 2016). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, headache, urinary tract disorder and bladder disorder had resolved. The outcomes for device breakage, embedded device and device expulsion were unknown. The reporter considered abdominal distension, abdominal pain lower, bladder disorder, device breakage, device expulsion, device intolerance, dyspareunia, embedded device, genital haemorrhage, headache, mental disorder, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: essure was removed on (B)(6) 2020 via salpingectomy and hysterectomy. "Any continuing symptoms? No" reported for dyspareunia, headaches, heavy/abnormal bleeding, localised pain and urinary/bladder problems (outcome of events regarded as "resolved"). According to medical records, the insertion procedure was carried out uneventfully. The patient underwent a vaginal histerectomy which the ovaries and tubes have been left in situ. It is rather unusual to not see any remnants of the essure sterilization clips. Given that the devices are correctly sited it would be expected a very small amount of the essure device to have been within the parts of the fallopian visible within the abdominal cavity· (i.e. The· pit of the tube that emanates through the muscular layer (serosal layer) of the uterus. Therefore when the clamps would have been put on the vaginal hysterectomy it may be that the remnants of the tube would not contain any residual device but it is suspected that there is a chance there may be a small remnant in either tube or possibly outside of the tube). From the histology from the vaginal hysterectomy it is difficult to ascertain what the cause of this pain is. It could be musculoskeletal, due to an ovarian cyst or due to the essure coil still being in situ. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2018: shows two small flecks that may represent the remnant of essure clips however it is difficult to distinguish this. [Histology] on (B)(6) 2015: as expected the residual. Distal 1 cm or so fragment of an essure device following her previous vaginal hysterectomy, was identified within the tube.; on (B)(6) 2015: curettage histology result - unremarkable - benign secretory endometrium.; on (B)(6) 2016: the histology of the uterus and cervix revealed adenomyosis with no other abnormality. Shows that only the cervix and uterus were removed. [Ultrasound pelvis] on (B)(6) 2011: - retroverted uterus [ultrasound scan] on (B)(6) 2013: confirmed the devices are adequately placed within the fallopian tubes [ultrasound scan vagina] on (B)(6) 2015: no obvious abnormality was seen [x-ray of pelvis and hip] on (B)(6) 2019: no focal acute or chronic bone or joint abnormality. The radiopaque clips projected over the abdomen and pelvis.; on (B)(6) 2019: showed flacks of remnant of essure clips; on (B)(6) 2019: a small linear radiopacity is seen within the left pelvic rim, which would be in keeping with remnants of essure device, when compared to previous radiograph dated (B)(6) 2015. Lot number: 50667567; manufacturing date: 2012-06; expiration date: 2015-06. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:abdominal pain lower,device intolerance,mental disorder,abdominal bloating. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-jan-2024: new events added-abdominal pain lower,device intolerance,mental disorder,abdominal bloating.reporters,medical history,lab data addded. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("distal 1 cm or so fragment of an essure device was identified within the tube"), embedded device ("there is 10 mm of the right insert demonstrated within the myometrium and 11 mm on the left"), pelvic pain ("localised pain") and genital haemorrhage ("heavy/abnormal bleeding") in an adult female patient who had essure inserted (lot no. 50667567) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("distal 1 cm or so fragment of an essure device was identified within the tube"). The patient had a medical history of abdominoplasty in 2008 and parity 4, joint pain, adenomyosis, irregular menstruation, backache, anxious mood, abdominoplasty, pelvic pain, vaginal discharge, per vaginal bleeding, gestational diabetes, multigravida (she has had 4 normal vaginal deliveries), intermenstrual bleeding, ectropion of cervix and uterovaginal prolapse. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), device expulsion ("there is 10 mm of the right insert demonstrated within the myometrium and 11 mm on the left"), dyspareunia ("dyspareunia"), headache ("headaches"), urinary tract disorder ("urinary/ bladder problems") and bladder disorder ("urinary/ bladder problems"). The patient was treated with surgery (iaparoscopic bilateral salpingectomy on (B)(6) 2020 and curettage on (B)(6) 2015 and vaginal histerectomy on (B)(6) 2016). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, headache, urinary tract disorder and bladder disorder had resolved. The outcomes for device breakage, embedded device and device expulsion were unknown. The reporter considered bladder disorder, device breakage, device expulsion, dyspareunia, embedded device, genital haemorrhage, headache, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: essure was removed on (B)(6) 2020 via salpingectomy and hysterectomy. "Any continuing symptoms? No" reported for dyspareunia, headaches, heavy/abnormal bleeding, localised pain and urinary/bladder problems (outcome of events regarded as "resolved"). According to medical records, the insertion procedure was carried out uneventfully. The patient underwent a vaginal histerectomy which the ovaries and tubes have been left in situ. It is rather unusual to not see any remnants of the essure sterilization clips. Given that the devices are correctly sited it would be expected a very small amount of the essure device to have been within the parts of the fallopian visible within the abdominal cavity· (i.e. The· pit of the tube that emanates through the muscular layer (serosal layer) of the uterus. Therefore when the clamps would have been put on the vaginal hysterectomy it may be that the remnants of the tube would not contain any residual device but it is suspected that there is a chance there may be a small remnant in either tube or possibly outside of the tube). From the histology from the vaginal hysterectomy it is difficult to ascertain what the cause of this pain is. It could be musculoskeletal, due to an ovarian cyst or due to the essure coil still being in situ. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2018: shows two small flecks that may represent the remnant of essure clips however it is difficult to distinguish this. [Histology] on (B)(6) 2015: as expected the residual. Distal 1 cm or so fragment of an essure device following her previous vaginal hysterectomy, was identified within the tube.; on (B)(6) 2015: curettage histology result - unremarkable - benign secretory endometrium.; on (B)(6) 2016: the histology of the uterus and cervix revealed adenomyosis with no other abnormality. Shows that only the cervix and uterus were removed. [Ultrasound scan] on (B)(6) 2013: confirmed the devices are adequately placed within the fallopian tubes [ultrasound scan vagina] on (B)(6) 2015: no obvious abnormality was seen [x-ray of pelvis and hip] on (B)(6) 2019: no focal acute or chronic bone or joint abnormality. The radiopaque clips projected over the abdomen and pelvis.; on (B)(6) 2019: showed flacks of remnant of essure clips; on (B)(6) 2019: a small linear radiopacity is seen within the left pelvic rim, which would be in keeping with remnants of essure device, when compared to previous radiograph dated (B)(6) 2015. Lot number: 50667567, manufacturing date: 2012-06, and expiration date: 2015-06. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, genital bleeding, dyspareunia and device breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-nov-2022: medical records received. Reporter information, patients medical history, race. Product indication, event: there is 10 mm of the right insert demonstrated within the myometrium and 11 mm on the left added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("distal 1 cm or so fragment of an essure device was identified within the tube"), embedded device ("there is 10 mm of the right insert demonstrated within the myometrium and 11 mm on the left"), pelvic pain ("localised pain") and genital haemorrhage ("heavy/abnormal bleeding") in an adult female patient who had essure inserted (lot no. 50667567) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("distal 1 cm or so fragment of an essure device was identified within the tube"). The patient had a medical history of abdominoplasty in 2008 and dyspareunia, pelvic pain, parity 4, joint pain, adenomyosis, irregular menstruation, backache, anxious mood, abdominoplasty, pelvic pain, vaginal discharge, per vaginal bleeding, gestational diabetes, multigravida (she has had 4 normal vaginal deliveries), intermenstrual bleeding, ectropion of cervix and uterovaginal prolapse. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced device breakage (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), device expulsion ("there is 10 mm of the right insert demonstrated within the myometrium and 11 mm on the left"), dyspareunia ("dyspareunia"), headache ("headaches"), urinary tract disorder ("urinary/ bladder problems"), bladder disorder ("urinary/ bladder problems"), abdominal pain lower ("pain"), device intolerance ("inability to tolerate the device"), mental disorder ("psychological issues") and abdominal distension ("bloating"). The patient was treated with surgery (iaparoscopic bilateral salpingectomy on (B)(6) 2020 and hysterectomy, iaparoscopic bilateral salpingectomy on (B)(6) 2020and hysterectomy and curettage on (B)(6) 2015 and vaginal histerectomy on (B)(6) 2016). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, headache, urinary tract disorder and bladder disorder had resolved. The outcomes for device breakage, embedded device and device expulsion were unknown. The reporter considered abdominal distension, abdominal pain lower, bladder disorder, device breakage, device expulsion, device intolerance, dyspareunia, embedded device, genital haemorrhage, headache, mental disorder, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: essure was removed on (B)(6) 2020 via salpingectomy and hysterectomy. "Any continuing symptoms? No" reported for dyspareunia, headaches, heavy/abnormal bleeding, localised pain and urinary/bladder problems (outcome of events regarded as "resolved"). According to medical records, the insertion procedure was carried out uneventfully. The patient underwent a vaginal histerectomy which the ovaries and tubes have been left in situ. It is rather unusual to not see any remnants of the essure sterilization clips. Given that the devices are correctly sited it would be expected a very small amount of the essure device to have been within the parts of the fallopian visible within the abdominal cavity· (i.e. The· pit of the tube that emanates through the muscular layer (serosal layer) of the uterus. Therefore when the clamps would have been put on the vaginal hysterectomy it may be that the remnants of the tube would not contain any residual device but it is suspected that there is a chance there may be a small remnant in either tube or possibly outside of the tube). From the histology from the vaginal hysterectomy it is difficult to ascertain what the cause of this pain is. It could be musculoskeletal, due to an ovarian cyst or due to the essure coil still being in situ. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2018: shows two small flecks that may represent the remnant of essure clips however it is difficult to distinguish this. [Histology] on (B)(6) 2015: as expected the residual. Distal 1 cm or so fragment of an essure device following her previous vaginal hysterectomy, was identified within the tube.; on (B)(6) 2015: curettage histology result - unremarkable - benign secretory endometrium.; on (B)(6) 2016: the histology of the uterus and cervix revealed adenomyosis with no other abnormality. Shows that only the cervix and uterus were removed. [Ultrasound pelvis] on (B)(6) 2011: - retroverted uterus [ultrasound scan] on (B)(6) 2013: confirmed the devices are adequately placed within the fallopian tubes [ultrasound scan vagina] on (B)(6) 2015: no obvious abnormality was seen [x-ray of pelvis and hip] on (B)(6) 2019: no focal acute or chronic bone or joint abnormality. The radiopaque clips projected over the abdomen and pelvis.; on (B)(6) 2019: showed flacks of remnant of essure clips; on (B)(6)2019: a small linear radiopacity is seen within the left pelvic rim, which would be in keeping with remnants of essure device, when compared to previous radiograph dated (B)(6) 2015 lot number: 50667567; manufacturing date: 2012-10; expiration date: 2015-10. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:abdominal pain lower,device intolerance,mental disorder,abdominal bloating. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure (batch no. 50667567) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), headache ("headaches"), urinary tract disorder ("urinary/ bladder problems") and bladder disorder ("urinary/ bladder problems"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, headache, urinary tract disorder and bladder disorder had resolved. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, headache, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: essure was removed on (B)(6) 2020 via salpingectomy and hysterectomy. "Any continuing symptoms? No" reported for dyspareunia, headaches, heavy/abnormal bleeding, localised pain and urinary/bladder problems (outcome of events regarded as "resolved"). Lot number: 50667567 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-mar-2021: updated quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain localised pain in a female patient who had essure batch no. 50667567 inserted. The occurrence of additional non serious events is detailed below. On (B)(6) 2013. The patient had essure inserted. On an unknown date, the patient experienced pelvic pain seriousness criteria medically significant and intervention required, dyspareunia, headache, genital haemorrhage heavy abnormal bleeding, bladder disorder urinary bladder problems and urinary tract disorder urinary bladder problems. The patient was treated with surgery salpingectomy and hysterectomy. At the time of the report, the pelvic pain, dyspareunia, headache, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, headache, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: essure was removed on (B)(6) 2020, via salpingectomy and hysterectomy. Any continuing symptoms? No" reported for dyspareunia, headaches, heavy abnormal bleeding, localised pain and urinary/bladder problems outcome of events regarded as resolved. Lot number: 50667567 manufacturing date: 2012-06 . Expiration date: 2015-06 quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021. New events added: dyspareunia, headaches, heavy abnormal bleeding, localised pain andurinary bladder problems. Previous event injury deleted. Essure was removed on (B)(6) 2020, via salpignectomy and hysterectomy. Country of the primary reporter was corrected from (B)(6). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.